Manufacturer narrative:
The insulin pump was received with normal operating currents. Also passed self-test, unexpected restart error test, rewind test, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus / basal delivery. We were unable to confirmed error alarm due to history file overwritten with alarms. The insulin pump alarmed due to a corrupted history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The customer then treated with manual injections. The customer's blood glucose was 243mg/dl. Advised customer to discontinue the use of the insulin pump and revert to back up plan.